Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire had separated from the jaws in the patient¿s leg, but no piece of it separated and fell into the leg. The harvester discontinued use of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Prior to returning the device, photographs were provided by the complainant. Based on the photos, the silicone insulation on the cold jaw of the harvesting tool appeared to be partially peeled. Evidence of blood were also present. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool handle. Traces of blood and charred tissues were observed on the jaws. Microscopic inspection showed the heater wire to be slightly bent but remained attached to the jaw. The silicon insulation on the distal portion of the cold jaw (from the tip down to the middle) was observed to be peeled, exposing the metal part of the jaw underneath. Based on the returned condition of the device, the photographs provided, and the results of the evaluation, the reported failure mode "bent jaw" was confirmed. The analyzed failure mode "peeled jaw" was confirmed as well. Specific actions for both reported failure mode "bent jaw" and analyzed failure mode "peeled jaw" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire had separated from the jaws in the patient¿s leg, but no piece of it separated and fell into the leg. The harvester discontinued use of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.